Event description:
It was reported that a patient under went a transobturator mid-urethral sling procedure in 2006. Upon completion of the procedure the association loop pared a small piece of vaginal tissue during removal of the device. Additional sutures were used to repair the unfortunate small tear that occurred during the conclusion of the procedure. No further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.